Event description:
The reporter stated that leaking from out of the middle of the white stopcock was observed. The device had been attached to the pt's ventriculostomy catheter for 12 to 18 hours. The malfunction was noted when the waveform damped, and the intracranial pressure went to a lower number than usual. To date, there was no adverse outcome related to the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.